Event description:
It was reported that the patient awoke with high blood glucose after a prior site change, and the caregiver suspected insulin was not entering the bloodstream due to infusion site issues related to scar tissue; the site was changed again and replacement supplies were arranged, with troubleshooting and education provided. Symptoms included hyperglycemia, with a reported glucose of approximately 400 mg/dl. Outcomes included no hospitalization and continued use after site change. Investigation included customer service troubleshooting and education. Investigation of this case revealed a use-related infusion site issue consistent with reduced insulin delivery at the cannula site, likely due to scar tissue impairing absorption, with no device alarm or pump malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate and consistent with cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.